Event description:
Pt had nodules in the bottom of the marionette lines that were hard. Pt was injected with hyaluronidase on (B)(6)2010.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The device was not available to be returned. The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.